Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer plus catheter was not returned, thus no product investigation performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer plus catheter was used in a peripheral procedure in a severely calcified sfa. During use, the catheter got stuck on a non-philips guidewire; therefore, was removed as a system. However, during removal, the 7f non-philips introducer sheath began to coil back but was able to be removed from the introducer sheath. Upon removal from the patient, the distal tip separated when it was being removed from the guidewire. A new pioneer catheter was opened; however, when it was advanced, the re-entry guidewire was not inside the lumen of the re-entry needle, rather it was up by the rx exit port. Since re-entry was not achieved, both the catheter and guidewire were removed as a system (MDR 3008363989-2025-00149). After removal from the patient, visual inspection found the needle was lodged at the distal tip, just behind the ivus transducer. A third pioneer catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the pioneer plus catheter and guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Block h3: the pioneer plus catheter and non-philips guidewire were returned separately (not intact). Visual inspection of the catheter found a zipper tear from the rx exit port to the distal sleeve. The scanner, tip, and a portion of the polyimide were detached from the catheter, but was intact to the guidewire. This aligns that the catheter tip separated when it was being removed from the guidewire, outside of patient body. Block h6: the probable cause of the reported failure (removal as a system) is due to damage during use/handling. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.